Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection that was identified by discharge from the incision site. According to the physician, the infection was related to the patient¿s most recent device implant procedure and the infection was isolated to the pocket. The entire system including the pacemaker and the leads was extracted. There were no patient consequences.

Manufacturer narrative:
The reported event was pocket infection. Analysis was normal. No anomalies were found.